Event description:
According to the reporter, during a procedure, the device was self-checked normally. When using the unit to cut tissue for the patient, the unit¿s screen suddenly began to flash, had an alarm code and could not work properly. After the unit was turned on, releasing the foot pedal or releasing the hand knife could not stop the unit, so the unit was in a continuous activation state and the unit entered an alarm. The unit was restarted but could not be restored to normal completely. The nurse immediately replaced the spare e lectrosurgical generator to continue the surgery, resulting in a delay in the surgery time. The patient was in an open cavity state, but surgery had been completed without causing further impact.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.